Event description:
A malfunction was reported, with the code identified as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, which successfully resolved the issue, and the customer was advised to call back if the malfunction recurs.